Event description:
On (B)(6) 2021, the patient received the following results within 15 minutes: 391 mg/dl and 132 mg/dl. On (B)(6) 2021, the patient received the following results within 15 minutes: 140 mg/dl and 80 mg/dl.